Event description:
Information was received from healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal morphine 1 mg/ml at 0.18 mg/day via an implantable pump for unknown indication for use. It was reported that the physician was dissecting out existing pump for prophylactic pump replacement due to eri, 12 months. While doing so, he inadvertently had cut the proximal pump segment. Environmental/external/patient factors that may have led or contributed to the issue was the surgical dissection. The physician used a collet to reattach the two segments. A total of 11 cm was removed. He was given an 8785 accessory kit and used the collet to reattach the spinal segment to the trimmed proximal segment. The new pump was attached to the existing catheter and a catheter aspiration was done before and after putting the pump back into the pump pocket and had ample return of cerebrospinal fluid (csf). Incisions were then irrigated and closed. The issue was resolved at the time of this report with the patient's status as "alive-no injury". The patient's weight was 117 kg and patient's medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2018 explanted: (B)(6) 2023, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-jan-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.